Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the thigh, which is an off-label usage of the device, on (B)(6) 2025. On (B)(6) 2025, the patient¿s cgm was reading 46 mg/dl. No bg meter comparison value was reported. The patient self-treated with a turkey sandwich. Despite treatment, the patient¿s cgm value did not rise, therefore, the patient self-injected themselves with glucagon. The patient reported her cgm values still did not rise and she began to feel lightheaded and nauseous. Therefore, she went to the ER. At the ER, the patient¿s bg meter reading was 212 mg/dl and the cgm of reading 75 mg/dl. No medication or treatment was provided to the patient. There was no documentation of medical intervention. She was advised to remove the sensor and was discharged after approximately 2 hours. At the time of report, the patient was ¿fine¿ but was diagnosed with pneumonia (unrelated) yesterday. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient was symptomatic. The reported glucose values fall within the c zone of the parkes error grid at the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.